Event description:
One touch ultra meter was reading inaccurate high. Pt did not respond back to a message left on answering machine in 2003. Per the initial info provided by the pt, tested on meter with a result of 357mg/dl. Date and time of this test is unknown. They were experiencing low symptoms such as dizziness, shaky, and sweaty. Emergency services were contacted, but unknown if the emt tested the pt's blood glucose on their meter. They was taken to the hosp within 11-20 minutes and the hosp meter read 40mg/dl. Two other test results were documented-"280mg/dl (before breakfast) and 315mg/dl (within minutes)". During troubleshooting, the pt had the same test strips used during this event. The control solution test done on the meter with those strips was out of range -301c (107-144). The owners manual suggests repeating the control solution test in case of failure. A repeat test is not documented. The test strips were replaced for the pt. This case is reported as an adverse event because the pt suffered a serious injury that could have been contributed by the meter. The large difference between pt meter readings and the hosp meter reading within 20 minutes, although an invalid comparison, as well as meter reading not matching the symptoms support this conclusion. A letter will be sent to the pt.